Event description:
The customer reported a leak inside the lh780 instrument. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the tubing had popped off pinch valve vl45. Pinch valve vl45 controls the delivery of diff preserve (lyse) to the mixing chamber. The fse reattached the tubing and the instrument ran without any leaks. (B)(4).